Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. Customer took out the reservoir and looked and there was 120 units of insulin in reservoir. Yesterday customer changed site, new reservoir and site. He received the same notice again yesterday and there was 120 units left. The customer reported that the no delivery alarm was resolved by changing complete set on a past event but not current event. The reservoir will not be returned for analysis.